Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had damage to the front and read housing. Review of the pump event log noted error code messages were recorded. Functional testing included use testing. The pump motor was activated and the device exhibited an error code and the battery depleted. The motor and the circuit board were replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump motor and the circuit board.